Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the lp was observed to dislodge from the catheter and travel to the pulmonary artery. Following retrieval, the lp helix was found to be stretched. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.